Manufacturer narrative:
Analysis synthesis: as reported, an inappropriate shock due to ventricular noise occurred, with a suspected lead fracture. A field safety notice was issued in january 2013 regarding isoline leads, related to internal insulation breach, which may explain the oversensing observed on the right ventricular channel. Since the lead remains implanted and was not returned, and no additional data was available, further investigation to determine the root cause could not be conducted. The findings from this case have been documented and will be used for trend analysis.

Event description:
Reportedly, on (B)(6) 2025, the patient fainted and was hospitalized. At the hospital, the inappropriate shock due to noise was confirmed and a lead fracture was suspected. Since the patient has a stable spontaneous pulse, the settings were changed to ooo and the patient is being observed.